Event description:
Healthcare professional reported injecting a patient in the chin with 0.15 ml of juvéderm® vollure¿ xc and saw a flash of white right away that lasted for at least 15 seconds and [they] were confident a vessel had been occluded. The injection site "immediately became pale." The patient was immediately treated with 750 u of hyaluronidase and another 150 units an hour later along with hyperbaric chamber. Two-hours post-onset, the patient was treated with 150 u of hylenex and again 18-hours post-onset. After 36 hours post-onset, the patient was given 300 u of hylenex. After 3 days, the patient was treated with hyperbaric chamber for 1 hour for 2 days. The event resolved after last treatment.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "vascular occlusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.